Manufacturer narrative:
The reported events were sensing r-wave amplitude variation and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil over-torqued at the connector region and part of the lead body. The cause of helix mechanism issue was isolated to blood in the helix region, blood on the inner coil, excessive blood at the distal coupling assembly, and over-torqued of the inner coil. The reported event of sensing r-wave amplitude variation was not confirmed. Electrical testing was normal. Visual and x-ray examination of the lead did not find any anomalies except for procedural damages.

Event description:
It was reported that the patient presented to the hospital. Upon review, the right ventricular (rv) lead exhibited decreased sensing. The patient presented for a lead revision. During the procedure, a rv lead repositioning was attempted unsuccessfully as the lead's helix would not extend. The lead was then explanted and replaced. The patient condition was stable.